Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation confirmed a low transmitter battery in addition, a failed transmitter error was present in connection to the reported allegation. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a failed transmitter error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed due to 0 voltage. A review of the downloaded share log was performed and a low transmitter battery alert was found within the investigation window. The allegation was confirmed. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported event of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.